Event description:
Home pt reports moisture on cassette of homechoice set and table beneath device during prime of automated peritoneal dialysis treatment. Home pt discontinued treatment and did manual exchanges. Per home pt, no pt injury or medical intervention.